Event description:
On (B)(6) 2012, the pt reported the display of the infusion device is damaged and he is not able to read the insulin amounts. There is a black spot that ranges from the middle of the display to the right. He stated the display became damaged because he carries the infusion device in his pocket. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.